Manufacturer narrative:
UDI related data quality updates only. UDI is unknown because the lot number was not provided.

Manufacturer narrative:
Other text: b3, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was tested prior to intubating patient for cuff leaks and passed. Once the patient was intubated the cuff would not hold air or pressure. The patient required this tube to be removed and replaced. No adverse patient effects were reported by the customer. It was reported that no additional information is available.